Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient¿s device was, at the time of the report, not working right. They were also having issues with the remote. There were no symptoms or further complications reported or anticipated.